Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13091 and the data files were returned and analyzed. Verification of the smart chip file indicated the balloon catheter was never used. The balloon catheter failed the performance test because the console did not recognize the catheter. There was blood inside of the balloon and handle. The dissection test showed a kink on the guide wire lumen at 0.3 inches from the tip. Pressure testing showed a breach through the kink on the guide wire lumen at 0.3 inches from the tip. Analysis of the data files showed the following system notices were triggered on the date of event: 50012 "refrigerant path is interrupted;' 50005, 'leak detection' 50006, 'blood detection.' In conclusion, the balloon catheter failed the returned product inspection due to a kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.